Manufacturer narrative:
Findings: pump unable to prime during prime/a33 test due to faulty fsr.(gold). Pump passed displacement, rewind, basic occlusion, occlusion, and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Pump received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error during bolus. Customer's blood glucose reading was 120 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.